Event description:
Patient reported obtaining a blood glucose result of 135mg/dl, while using the suspect device. Patient did not modify food consumption or medication based on this result. Patient indicated that, approximately 4 hours later lost consciousness. Emergency medical services were reportedly summoned, and upon their arrival, patient's blood glucose measured 37 mg/dl. Patient was transported to the hospital, where patient was given an m.r.I and treated with intravenous fluids (contents not provided). Patient was released from the hospital the following day. Patient's current condition: ok. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.